Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the generator displayed error e289. It was observed that it was an electrical sensing issue and not the handpiece. The surgeon had to switch to an open procedure while using another ecu with the same device to finish the case.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The device was recognized when plugged into the generator. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. The device functioned normally when activated in the vlmode. No error code was noted on the generator. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.